Manufacturer narrative:
(B)(4). Updated sections: b3, b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/07/2025. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the returned device. The device was loaded onto a reference retractor with no physical or visual difficulties observed. The device was able to be locked onto the reference retractor. The flexlink arm was not able to be adjusted and positioned. Based on the condition of the device as well as the evaluation results, the reported failure "break" was not confirmed, however, the analyzed failure "positioning problem" was observed. The lot # 3000369621 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before the procedure in the or, the acrobat-I stabilizer arm broke. A new device was used to complete the procedure. There was a slight delay in the procedure. There were no patient effects.